Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the black power cable not fitting the battery clip and needing excessive force to connect was unable to be confirmed. A review of the relevant submitted and downloaded log files revealed that all of the captured data appeared to show the system controller connecting to external power as intended. Intermittent power cable disconnect alarms were active throughout the log files, specifically on the black power cable; however, this is consistent with the reported attempts to reproduce driveline communication faults. The returned heartmate 3 system controller (serial number (B)(6) was in unremarkable condition. The controller was functionally tested and was able to support a mock loop for an extended duration without any issues or alarms activating. The controller was further tested with several test battery clips. The connector nuts were able to be fully fastened as intended without any excessive force. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the system controller (serial #: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller connectors and cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the clinic with driveline communication fault alarms. The patient reported that they dropped their system controller, which triggered the alarm. They also reported that there was a minor tug on their driveline exit site; there was no obvious trauma or blood at the exit site. Log files were submitted for review. The log file confirmed driveline communication a faults on (B)(6) 2024 and noted that the dropped system controller had no effect on the operation of the pump. It was noted that the system controller ((B)(6)) and the modular cable were replaced. The site performed 20 power cable disconnects to create data capture points for the log file review and the driveline communication fault had not returned 16 minutes after the exchange. Follow-up log files were submitted for review. The log files showed that the driveline communication fault did not return, and that the equipment is operating as intended. The driveline communication fault continued to be resolved 32 minutes after the exchange. Additional log files were submitted for review. The log file showed the equipment was operating as intended. After the exchange, it was noted that the patient's new system controller ((B)(6)) had bad threading on the black power lead connection. Multiple clips were attempted with no success. The system controller was used for approximately 15 minutes, and then it was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.